Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was revised due to pain, swelling, and instability. During the procedure, it was noted that the post on the articular surface was broken.